Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 16-aug-2018 with the following findings: during investigation, the keypad was peeling from the base. No other damage was found to the keypad. The ok, contrast, up arrow, and down arrow keypad buttons were intermittently responsive. The keypad was removed and moisture contamination was found under all the button contacts.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive and the keypad was missing/peeling. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.